Event description:
A surgeon reports that during intraocular lens (iol) implant surgery he noticed a bent haptic after inserting the iol into the eye. The incision was enlarged to facilitate removal and replacement of the iol. Additional information has been requested.